Event description:
An alarming issue was reported with the adc device. A customer reported that while using freestyle librelink, the low glucose alarm failed to trigger and as a result, the customer experienced sweating and agitation and was unable to self-treat. The ambulance was called and the customer was treated with glucose via IV and food for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.